Event description:
Device was inserted into the liver and deployed to 2.5cm. Tine temperature (prior to rf delivery) were noted to be high. Each tine registered approximately 40 degrees celsius. Patient body temperature was normal (98.6 f). Pad temperatures also registered high (pads not available for evaluation) at 42 degrees celsius. When energy was applied, machine registered error (pads too hot). New pads were placed and treatment proceeded. Cool down temps were 70 degrees celsius.